Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: type of procedure: n/a. Surgeon that used the device: n/a. Confirm that it was a tx60b that the reload was used in: confirmed - it was a tx60b was there bleeding at the site and if so was it measurable in cc s and did the patient require blood products? Yes, but not measurable in cc's and patient did not require blood products.

Event description:
It was reported that during an unknown procedure the reload was fired and it did not staple. They used another reload and completed the procedure. The materials manager had the device in a bag with little information. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the xr60b reload arrived in good visual condition and fully loaded with staples. The reload was tested for functionality with a test device. The device fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch record was reviewed and no anomalies were noted during the manufacturing process.